Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient was initially pleased with the result, but approximately a month later, she began to report visual disturbances, vision out of focus, halos day and night as well as difficulty reading. The surgeon explained that causes could be related to her pre-existing dry eyes, some near sightedness that was not completely corrected, and posterior capsular opacification. She was given a glasses prescription to wear, which she indicated as being "better." She thought about trying contact lenses for correction, but eventually declined. She indicated that she wanted the iol removed. There are two medical device reports associated with this event. This report is associated with the intraocular lenses implanted in the right eye.